Event description:
Patient to receive cardiopulmonary resuscitation. The paramedics applied the lucas 2 chest compression system to the patient. The lucas 2 was placed correcty and the plunger pushed down to the patient's chest, but the device was not providing adequate compressions. (Compressed approximately 1/2 inch down on chest). Lucas 2 turned off and turned on. Lucas 2 then compressed twice and the red light blinked and the compressions stopped. The lucas 2 was removed and manual compressions started with a successful outcome. The unit was removed from service and tested by biomedical engineering. During testing the technician was unable to reproduce the reported condition. The device performed to manufacturer's specifications on all functional tests--no problems found. Unit returned to service.